Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving morphine (unknown concentration at 0.63 mg/day) via an implantable infusion pump. It was reported that the patient came to the hospital through emergency medical services. They had altered mental status, lethargy/sleepy, and they were only aroused by sternal rubbing. The hospital doctor wanted the pump turned off. It was reviewed that the pump could be turned off or turned to minimum rate. The doctor stated that minimum rate was fine and requested a device manufacturer representative come to the hospital to assist with programming. The caller did not want the emergency procedure card. No further complications were reported.